Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). . The customer stated the display is faded making it difficult to read. Customer performed a display check and the all segments were present in the results field. The meter memory was checked and customer stated the meter displayed a result of 79.7 inr on (B)(6) 2021. Customer was unable to determine if the date displayed with the result was (B)(6) 2021 or (B)(6) 2021 because the display is faded. Customer stated they did test on (B)(6) 2021 and the result was 3.1 inr not 79.7 inr. The customer did not report a result of 79.7 inr. The display issue on the meter caused the result in memory to be misinterpreted.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display showed no issues during the investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.